Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left subclavian vein. A 7.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during first pressurization, the balloon ruptured. The device was removed, and the procedure was completed with another if the same device. No patient injuries reported, and the patient condition was good post-procedure.